Event description:
It was reported that pump experienced recurring malfunction alarms with code 12 and fault ID 0x2071, with at least three similar events previously noted and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump.